Manufacturer narrative:
Update 8 jul 2016 complaint re-opened as the product (623411r srom nrhfem w/pin sm rt 66x62) has been received in (B)(4). Examination of the submitted packaging components confirmed the reported damaged packaging. A search of the complaints databases against the product/lot code combination finds no other reports. However, a trend of this issue has been previously identified. On february 24, 2014, depuy issued a voluntary device recall notice as it was identified that a potential for holes to develop in the inner and outer flexible pouches that form the sterile barrier exists. The root cause is attributed to packaging design in conjunction with increased distribution cycles. Reference CAPA-(B)(4). Based on the performed investigation, the need for further corrective action has not been identified. Continue to monitor for trending via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device and packaging associated within the reported event were not returned for evaluation. A photograph of the outer carton packaging component was provided for review. The photograph suggests the outer carton is damaged; however, no conclusions could be drawn about the root cause of the carton damage. No statements could be made about the inner packaging components based on the supplied photograph. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the reported damaged packaging without the packaging components to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We finish the case and opened the implant (srom noils sml femur right side), we found the sterile pack was perforated,

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.